Event description:
Gemini pump read "air in line"-when door lifted and opened and tubing pulled to take it out, IV tubing snapped in 2 again at area above springy part of gemini tubing. Pt's blood pressure again decreased until a 3rd line was primed.